Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's spouse reported that the patient was in the emergency room (ER) and then admitted to the hospital. The device was supposed to have been set to keep the patient's heart rhythm at 70 bpm but the rhythm was actually 59-67 bpm. The patient was dizzy, unsteady and had stroke like symptoms. Attempts to obtain follow up information were unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.